Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received stuck in a motor error alarm during the bolus delivery loop. The motor was tested outside of the device and passed. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motor encoder position error alarm was noted on the history screen. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube. The excessive no delivery alarm test could not be performed due to the motor error alarm.

Event description:
It was reported that the insulin pump alarmed motor error during a priming and bolus attempt, as well as another error alarm. The blood glucose reading was 268 mg/dl. The customer stated that the insulin pump was not stick in the rewind loop. No significant events leading to the alarm were observed. He treated with a manual injection. He also noted that he had received a no delivery alarm; however, he was aware of the cause because he intentionally continued use of the reservoir until empty. The issue was resolved by a complete infusion set, reservoir and insulin change. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.